Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad administrator reported that after approximately 20 months of support, the patient was readmitted to an outside hospital for anemia and abdominal/back pain. Hemoglobin was 5.0 on admission. Patient received blood and had kidney stones removed.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported event of anemia and abdominal/back pain could not be determined. The patient remains ongoing on vad support. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.